Manufacturer narrative:
Add'l clarifying info about the complaint severity was received on 12/10/2007.

Event description:
Both humeral broach handles in the set broke. This instrument is used to remove and reposition the humeral head. Therefore, both of them breaking could potentially result in a major delay in the surgery.